Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% stenosed distal circumflex artery. During removal of the protective sheath and stylet of a 2.75x 15 mm multi-link 8, the stent dislodged from the balloon and remained on the stylet. There was no resistance removing the protective sheath and stylet. Another multi-link 8 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the complaint handling database revealed no other similar incidents dislodgment reported from this lot. It should be noted that the multi-link 8 instruction for use (IFU) states: prior to using this device, carefully remove the system from the dispenser and inspect for bends, kinks, and other damage. Verify that the stent is crimped on the right position (between the radiopaque balloon markers). Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint handling database revealed no other similar incidents dislodgment reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.